Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that after the unit was processed through aeration, the scope had no image, noise and still presented error b30. Upon further inspection, it was observed that there was a leak in the instrument channel. Additionally, fluid invasion was found in the body control unit and in the scope connector. It was observed that the distal end plastic cover had stains. It was also observed that there was an unusual restriction in the insertion tube, affecting the brush and forceps passage. It was observed that cuts were on the charge-coupled device shrink tube at the bending section. It was also observed that the insertion tube had dents throughout. Lastly, the angulation in the up direction was low and did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed scope communication error (b30) message. The reported issue occurred during reprocessing of the scope. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error (b30) was that water invaded the subject device, which broke image sensor and/or electronic components such as scope connector board. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use ¦warnings and cautions: warning ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns about leakage test as follows: 1.4 warnings and cautions: warning ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. IFU (reprocessing manual) warns about attachment/detachment of maj-1538 and mb-155 as follows: ·before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged.¿ olympus will continue to monitor field performance for this device.